Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿chronic kidney disease is a stronger predictor for mortality than charlson comorbidity index after abdominal aortic aneurysm repair¿ arroyo hm, farres h, medina yc, sandoval cp, vernon ce, jacobs c, vandenberg j, erben y.  Ann vasc surg. 2025 aug; 117:1-10.  Doi: 10.1016/j.avsg.2025.03.029. A. Average values. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿chronic kidney disease is a stronger predictor for mortality than charlson comorbidity index after abdominal aortic aneurysm repair¿ the time frame of this study was over a ten-year period. Multiple manufactures products were implanted including endurant ii stent grafts in aaa repair procedures. Among the patient population the following malfunctions occurred: type I endoleak no further information was provided pertaining to medtronic products.